Manufacturer narrative:
Failure analysis was performed on the returned power management board. Visual inspection of the power management (pm) board revealed heat related damage to d37. This complaint was caused by a shorted diode at d3 and an open diode at d37. (B)(4) was opened previously to perform further analysis on this issue.

Event description:
The manufacturer's field service engineer reported that after implementing an field change order, the unit would not power on. There was no patient involvement.

Event description:
The manufacturer's field service engineer reported that after implementing an field change order, the unit would not power on. There was no patient involvement.